Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported downstream occlusion was verified through a review of the event history log which was not reproduce during evaluation. The occurrences in the history log may have been true alarms. No correction required. Should additional relevant information become available, a supplemental report will be submitted.